Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to corroded keypad traces. No scrolling numbers display anomaly noted during testing. No moisture damage on electronics noted during testing. The insulin pump had cracked battery tube threads and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a button error alarm. The customer reported that the insulin pump got exposed to moisture. The customer's blood glucose was 201 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.